Manufacturer narrative:
(B)(4). Manufacturer awaiting additional info for further complaint evaluation.

Event description:
Customer reported hemochron signature elite instrument gave a protime result higher than a reference/expected result. Signature elite protime inr 2.5 (clinic) vs. Reference lab (hospital) inr 1.7. Pt therapeutic range: 2.5 to 3.5. The pt was having a transient ischemic during a clinic visit and was admitted to hospital.